Event description:
Corneal edema secondary to the use of ciba focus night and day lenses. Ciba claims that the lens material in this product allows for increased oxgyen delivery to the cornea, thus allowing for 30 day wear without problems. Prior to using ciba's product pt used bausch & lomb's 30 day wear lens without problems. Pt switched to ciba because optometrist told them that b&l's product would no longer be available in the united states due to a successful lawsuit by ciba. Pt inserted focus, night and day lenses in 9/02. Prior to insertion they read ciba's claim referred to better oxygen delivery over the b&l product. After about 5 days of use of the ciba product pt experienced a subtle decrease in visual acuity as it was difficult to focus on small print. Pt experienced a sticking sensation in left eye. When this didn't clear with the use of rewetting drops pt removed the lenses. Upon removal pt could barely see, everything was blurred. Optometrist told pt this was secondary to corneal edema caused by diminished oxygen delivery to the cornea.